Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The reporter stated that ¿there appeared to be more than 10% of total volume left in the infusor¿ when the patient was disconnected. The patient was connected to the device at 16:54 on the previous day and the infusion was ended at 15:45 the next day. The device had been filled with flucloxacillin 8000 mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 94 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.